Manufacturer narrative:
The t:slim pump user guide recommends to perform regular checks on the pump and infusion set for any instances of loose luer-lock connections or leaks; leaks around the infusion site can result in under-infusion. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the contact was not seeing drops of insulin exit the end of the tubing during fill tubing. The contact reported that insulin was leaking at the luer lock. During troubleshooting, tandem technical support had the contact realign and tighten the luer lock. The contact was then able to complete load and resume insulin delivery. There was no impact to the customer's blood glucose level.